Event description:
It was reported that the device failed pressure test. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device has been returned for evaluation. Service history review found that this device has not been in for service in the review period. Visual examination found the device to be in used condition, not in its original packaging, decontaminated, scratched lcd lens, and nicked/dented on housings. Customer's reported problem of failed pressure test was verified. Performed pressure switch test and not activated due to the damaged expulsor/valves. Replaced expulsor assembly with keypad to correct the issue. Also replaced, overlay, optical switch, optical bracket, motor, side label, back label and cleaned dust/fretted of the motor. The pump passed all functional tests after the repair.